Event description:
Patient had a antecubital PICC line inserted on (B)(6) 2012. Discharged to a long term care facility. Readmitted to community hospital on (B)(6) 2012 when the PICC line was leaking. X-rays showed a fragment had drifted in to the svc, requiring surgical removal.